Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient receiving compounded baclofen via intrathecal drug delivery pump. It was reported that an infection occurred. Cultures were taken due to pus and cloudy purulent drainage and were returned negative. The pump was removed on (B)(6) 2017 and the issue was resolved. Further complications were not anticipated/reported.